Manufacturer narrative:
One cardiomems patient electronic system with power accessories was received for evaluation. During the investigation, visual inspection revealed no evidence of frayed cables on the power supply. The end of the power supply was plugged directly into the unit nd it was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient reported exposed and frayed wires of the power supply box. The patient electronic unit and power accessories were replaced and there were no adverse consequences reported by the patient.